Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 4. Reference MFR. Report: 1627487-2017-00365, reference MFR. Report: 1627487-2017-00367, reference MFR. Report: 1627487-2017-00368. It was reported the patient experienced loss of stimulation in the right occipital area after an ipg revision procedure (reference MFR. Report: 3006705815-2017-00025). Surgical intervention is planned to address the issue. Note: the patient has four leads implanted. Since it is unknown which lead is involved in this issue, all suspected lots are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4: reference MFR. Report: 1627487-2017-00365, reference MFR. Report: 1627487-2017-00367, reference MFR. Report: 1627487-2017-00368. Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 during which the occipital lead was repositioned. Effective stimulation was restored post-operatively.